Event description:
Caller alleged discrepant values with inratio meter when compared to lab. Caller tested last week at home and got a 0.9 on meter and tested at lab within hour and got a 2.7, the week before that they tested a 1.5 on meter and got a 2.1 at lab also within the hour. This was second result after getting an error on the meter and used another finger. Caller said that meter used to correlate very well but the last two results have been off. Caller uses two drops of blood when testing with meter.

Manufacturer narrative:
Discrepant results (accuracy) comparison of end-user at time complaint was filed: date: (B)(6)2009, inr: 0.9. Reference: 2.7, mean: 1.80, confidence limits: 1.3-2.7, inr: 1.5. Reference: 2.1, mean: 1.80, confidence limits: 1.3-2.7. Caller added two drops of blood on strip. Double dropping causes pre-analytical errors in finger stick. The mean of the inratio meter and comparative system inr were calculated. Inratio value of test 1 fall outside the limits, so the criteria is not met and the value is discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy and/or precision testing as part of the complaint investigation if meter is returned. However; meter or strips have not been returned for evaluation. Unable to perform strip investigation on strip ln 080868b due to unavailability.